Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller ac adaptor exhibited a damaged cable. The ac adaptor was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the cac adapter ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter passed functional testing. However, visual examination revealed exposed wires by the cable's strain relief. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to wear on the strain relief as a result of excessive bending or improper handling. If information is provided in the future, a supplemental report will be issued.